Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse reviewed the fault logs and found nothing unusual related to the failure. The fse identified that the coiled cord was tightly wrapped around the hospital cart post and the display was barely able to rotate. The fse opted to replace the stretched coiled cord; however, the EKG trigger led was still considerably dim. The fse replaced the keypad assembly and successfully addressed issue. The fse also replaced the main keypad overlay and the screw concealment labels. The pm was completed, the unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm ) of the cs300 intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that the keypad test failed and the EKG trigger led was considerably dim during the test and power-up. There was no patient involvement; thus, no adverse event was reported.